Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker stopped pacing when the physician interrogated it with a programmer causing the patient to go asystole. When the programming head was removed, the device appeared to be pacing at 40 ppm. It was also reported that the patient had not had the device checked in 5 years. The device was explanted and replaced. There were no further patient complications reported as a result of this event.